Event description:
The pt had another co's total knee implanted on 7/19/94. The method of fixation for the knee was co's bone cement. The reporter alleged that the knee loosened and broke. The bone cement was removed at the same time the knee was revised. The date of revision is unknown.

Manufacturer narrative:
Summary of eval: eval results indicated no abnormalities with the specific batch of cement tested. The root cause is not attributed to a product quality deficiency, but to external factors.